Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet ® solent¿ omni was selected for a thrombectomy procedure in the brachial artery in the right arm. The device was primed successfully. Aspiration was initiated inside the body. However, it was noted that pooling of water occurred and a "check saline supply"error message was displayed. Aspiration stopped and they stopped using the catheter. The procedure was completed with unspecified balloons. There were no patient complications reported and the patient's condition was normal.